Event description:
Event description cpi received information that when a telemetry wand was placed over the implantable cardioverter defibrillator (ICD) a tone was emitted and the patient received a shock. Review of the interrogation strips show delivery of a stat shock at the time of the event and electrograms note normal sinus rhythm. A different programmer was used and no further problems were noted.